Event description:
Information received indicates the siderail end tube is broken which is preventing the siderail from staying up.

Manufacturer narrative:
The technician replaced the broken siderail end tube to repair the stretcher.